Event description:
The customer called about an error code that she had received when using her contour meter. While troubleshooting, it was discovered the meter display was missing segments. The customer did not seem to be aware of the missing segments, but no adverse events were alleged. The customer was advised to return her meter for eval. A replacement meter was sent to the customer.